Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/9/2016, 8/24/2016 medical records received. After reviewing the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, high metal ion levels and difficulty ambulating. Update rec'd (B)(6) 2013. Pfs and medical records received. Part/lot was provided. The correct doi and dor were provided. There is no new additional information that would affect the existing MDR decision. Records are available for further review. The complaint was updated on: (B)(6) 2013. Update (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the medical records report a pseudo tumor, pain and popping sensation, the revision operative notes are coded as loosening of implant, but there was no mentioning of what was loose, or any mention of loosening in preoperative radiographs. If/when information is received that notes what was loose, we will update. Metal ion levels were reported with no unit of measurement provided at the time of this review. Adding the stem due to alleged elevated ion levels. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.